Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported his insulin pump is alarming and insulin is squirting out during the manual prime process. Customer is unable to exit the preparing to prime loop. The device was has fallen off the clip before. The drive support cap is sticking out. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. The sensor did not detect the reservoir during seating. Customer's blood glucose was 141 mg/dl. Nothing further reported.